Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she had high blood glucose of over 500 mg/dl because her insulin pump was not delivering the insulin. Customer reported that she was hospitalized due to high blood glucose of 558 mg/dl. Customer stated that she had high blood glucose for a month. Customer also stated that her insulin pump had moisture under the screen because she perspires a lot and had kidney disease. Nothing further was reported.